Manufacturer narrative:
The reported event was confirmed. The evaluation observed a tear on the sac from the outside. Microscopic examination of the tear looked like it was caused by a rough object from the outside. No pieces of the sac were missing. The exact cause on how and when problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.]"

Event description:
It was reported that the foley was inserted into the patient and the balloon inflated. On pulling the foley back, it pulled out. It was allegedly discovered that the balloon was ruptured and would not inflate.

Event description:
It was reported that the foley was inserted into the patient and the balloon inflated. On pulling the foley back, it pulled out. It was allegedly discovered that the balloon was ruptured and would not inflate.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more than force than is required to make the syringe "stick" in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the foley was inserted into the patient and the balloon inflated. On pulling the foley back, it pulled out. It was allegedly discovered that the balloon was ruptured and would not inflate.